Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The device was received with scratches noted on the exterior housing and damages to the sensor receptacle. Testing of the unit confirmed the reported issue of the alarm not sending a signal to the nurse call station due to a faulty nurse call relay. The device passed all other functional testing. Being that the unit is more than four years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #: (B)(4).

Event description:
Customer reported the alarm sounds from the box but not at the nurses station. The date the issue was discovered is unknown and no patient incident or injury was reported.